Event description:
The customer reported that the associate engaged the safety device and heard the "click". She went to dispose of the syringe and the safety had slid down enough that the needle was in fact uncovered. This resulted in a dirty needlestick on the side of her finger. Additional information received on 19feb2024 stated that no first aid or prophylactic treatment was provided. The associate did have blood work done and they have the results but the initial reporter does not have access to that information.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event as no samples were returned for evaluation and the device history record was reviewed indicating that the product was released accomplishing all quality standards. There were two photos provided however the clarity of the pictures are very dark and no defects can be observed. In the meantime, all information received will be used for further tracking and trending purposes.